Event description:
It was reported that the patient experienced lead migration, which resulted in inadequate stimulation. The patient underwent a lead revision procedure to replace the lead. A new lead was implanted in its place due to a longer lead length needed to reach from the occipital area to the ipg pocket. The explanted lead was discarded by the facility. The patient is doing well postoperatively.